Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sids: 41374600, 11301849, 20312523, 79509305, 79420939, 137016746. This report is being filed on an international product, list number 08k25-28 that has a similar product distributed in the us, list number 08k25-29.

Event description:
The customer reported falsely elevated architect intact pth results on multiple renal patients. Results provided (pg/ml): sid date abbott date roche date roche. 41374600 12jun2018 1630.4 / 1143 18apr2018 618.2 25oct 454.10, 11301849 12jun2018 1258.2 / 1169.1 19apr2018 790.60 26oct 750.70, 20312523 12jun2018 1222.8 / 856.4 19apr2018 289.00 26oct 369.40, 79509305 12jun2018 829.2 / 1138.4 19apr2018 463.60 01mar 611.2, 79420939 12jun2018 1021.9 / 608.4 03jul2018 336.10 19apr 408.90. Additionally, a (B)(6) yr old female patient sid 137016746 29jun2019 abbott = 86.20 pg/ml; 04oct2019 abbott = 86.55 pg/ml (normal range: 15-68.3 pg/ml); roche 06oct2019 = 48.90 pg/ml (roche normal range: 15-65 pg/ml). No impact to patient management was reported. Per dfp01.014, edition 020, falsely elevated pth results are reportable if there is a shift of > 33%.

Manufacturer narrative:
Review of complaint activity for lot 02819c000 did identify an increase. Return testing was not completed as returns were not available. To evaluate the performance of the reagent lot 02819c000, worldwide field data was reviewed. The patient median data for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling was performed which provides appropriate information related to the customers issue. Based on the available information, no systemic issue or deficiency of the architect intact pth assay was identified.